Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site after the ipg had migrated. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.